Event description:
The customer reported via phone call they were hospitalized due to hyperglycemia on (B)(6) 2022. Customer blood glucose level was 19 mmol/l. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. The customer did experience symptom such as nausea, vomiting due to high blood glucose level. The customer was treated with insulin intravenous drip. No further patient complication were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.